Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. On (B)(6) 2022 customer alleged the insulin pump delivery anomaly. Insulin insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected alarm anomaly during testing noted. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump history download using thds and care link pro were successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Insulin pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Insulin insulin pump had stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Insulin insulin pump passed all required test. Insulin pump function properly and insulin pump delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that they experienced a hyperglycemia. Customer blood glucose level was 310 mg/dl. Customer stated that they experienced another symptoms like nausea vomiting and abdominal pain. Customer stated that they performed high pressure test but it was failed. No harm was required during medical intervention. The device was returned for analysis. Updated summary: the customer had no symptoms as a result of hyperglycemia.